Manufacturer narrative:
Eitan medical has requested additional information about the event from the customer as well as the pump and event log for investigation. To date, none were received. When received, the investigation findings will be detailed in a follow-up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. Human harm was reported as a "hypoglycemic episode requiring hospitalization," and the medical intervention was reported as "rehospitalization."